Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that two years and nine months post port-ti implanted via the right internal jugular vein, the anticancer agent allegedly leaked in the subcutaneous tunnel. It was further reported that, swelling was observed near the port body. Reportedly, the device was removed. Current status of the patient is unknown.

Event description:
It was reported that two years and nine months post port-ti implanted via the right internal jugular vein, the anticancer agent allegedly leaked in the subcutaneous tunnel. It was further reported that swelling was observed near the port body. Reportedly, the device was removed. The procedure was completed using another device. Current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one ti low profile implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fluid leak and identified fracture, deformation, wear issues as a circumferential split was noted to the catheter approximately 3.4cm from the distal end of the cath-lock and a partial circumferential break was noted approximately 5.1cm from the distal end of the cath-lock. The surface of the partial circumferential break was noted to be round in one region and granular in the other. Further, multiple kinks were noted on the catheter. During functional evaluation, a leak from the partial circumferential break was noted upon infusing the port body with the attached catheter segment. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g3, h6 (device, method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.